Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter, and attempting to charge for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Tandem technical support planned to send a replacement charging cable and wall adapter via two-day shipping and advised the customer to rely on other insulin delivery methods if the pump battery depletes before receiving the new charging supplies.